Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va0mq2q, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0mq2q, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient is getting an MRI to see where the leads are placed because only two of the contacts have been working since 2016. There were no symptoms reported.